Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose level. The customer¿s blood glucose level was 50 mg/dl at the time of incident. Customer¿s current blood glucose was 400 mg/dl. The customer treated low blood glucose with glucagon. The customer was assisted with troubleshooting. The customer will continue to use the device.